Event description:
Customer reportedly obtained the following comparisons on the voicemate/advantage system within 10 minutes: 20 mg/dl, 205 mg/dl; 364 mg/dl, 54 mg/dl; 279 mg/dl, 37 mg/dl; 197 mg/dl, 16 mg/dl, 83 mg/dl; 63 mg/dl, 175 mg/dl; 155 mg/dl, 24 mg/dl, 183 mg/dl; 99 mg/kl, 62 mg/dl; 258 mg/dl, 219 mg/dl, 127 mg/dl; 208 mg/dl, 332 mg/dl, 90 mg/dl; 248 mg/dl, 214 mg/dl, 23 mg/dl; 168 mg/dl, 362 mg/dl, 296 mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.